Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified during a review of the event history log. The reported symptom could not be reproduced or tested for due to an unrelated issue. No cause could be identified for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an occlusion error. There was no known patient injury or medical intervention associated with this event. No additional information is available.